Event description:
It was reported that the handpiece overheated during testing. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated by the manufacturer and event as reported by the customer could not be duplicated. The device had no power. Repairs were done on the device and it was returned to the customer.